Event description:
It was reported that following the implant procedure the surgical team realized that the target was missed by the right lead. The physician replaced the lead and the patient was doing fine post-operatively. The surgeon believes that the cause of the malposition was a frame error. The explanted lead was discarded by the facility.